Manufacturer narrative:
The unit was returned and an evaluation completed. Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occured in the upper battery pack between the cells and printed circuit board. There was a blackening on the top of the upper battery pack and its printed circuit board. Cells 5 and 6 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes the investigation. Recall z-2716/2717-2016 was closed on july 26, 2017.

Event description:
It was reported that one handset gave off a burning smell and another handset gave off a burning smell while attached to the nomad unit. The handsets are not left on the charger overnight. There was no report of injury, patient or operator involvement, or impact to patient care. It was also reported the unit was in use at the time with one handset, but the image came out just fine.